Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt)  had head MRI and the pt indicated about 15 minutes into the scan that they were feeling a shocking sensation in the kidney area. The caller stopped the scan right away and the shocking stopped as well. The pt did not inform the caller they had an ins system prior to the scan. The status of the ins at time of the MRI scan isn't known to caller. Caller was using normal operating mode during scan.